Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and the insulin gauge was inaccurate. It was also reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly. There was no reported adverse impact to the customer¿s blood glucose level. Attempts were made by tandem technical support but further information was unable to be obtained.